Event description:
It was reported that this right ventricular (rv) defibrillation lead exhibited a high out-of-range shock impedance measurement of 125 ohms. Shock impedance trends showed gradual rise in measurements since implant. Technical services (ts) reviewed troubleshooting options. This rv lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.